Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 163 mg/dl and 52 mg/dl. Customer experienced low blood sugar symptoms and self-treated with juice and a glucose tablet. No additional actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
A customer received discrepant vancomycin results for one patient sample. Initial result gave 35.4 mg/l. Repeat testing was performed at another facility on (B) (6) 2010 on a beckman analyzer giving a result of 20.7 mg/l. The customer said the beckman vancomycin result correlates better with patients clinical situation. Initial result was reported. No information provided if patient was adversely affected. .

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.